Manufacturer narrative:
Device was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Device was also received with the serial number label peeling.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated summary to clarify that the customer had hyperglycemia and was treated.

Event description:
Medtronic received information that the customer experienced high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was 421 mg/dl at the time of incident. The customer also experienced upper respiratory infection and ear infection. It was reported that the insulin in the reservoir was depleted and that the infusion set may have failed. The customer was treated with insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 421 mg/dl at the time of incident. The primary investigator did not provide any symptoms regarding to high blood glucose episode and diabetic ketoacidosis. Customer treated with insulin drip. The insulin pump will not be returned for analysis.